Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture secondary to chest trauma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a unspecified mentor smooth gel implant and experienced postoperative left-sided rupture. A healthcare professional stated that the patient was involved in an accident (details not provided ) and imaging studies indicated the rupture. As a result, the patient underwent unilateral removal and replacement with a 700cc mentor memorygel breast implant prosthesis (catalog #: 3507004bc, serial #: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the suspected medical device. A healthcare professional reported that the patient's devices are two 650cc mentor memorygel breast implant prostheses (catalog #:3506504bc, serial #: (B)(4) serial #:(B)(4).the device serial number is either (B)(4) or (B)(4). It's not conclusively known at this time which device was implanted in the left side. A supplemental report will be submitted if additional information is received in the future. The relevant fields have been updated. On (B)(6) 2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the date of problem observed. The date is(B)(6) 2019. The relevant fields have been updated. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection, the device was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. It is possible the rupture was caused by the stress occasioned to the car accident in which the patient was involved. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).